Event description:
The customer reported having a blank display.

Manufacturer narrative:
The customer reported having a blank display. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.